Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
It was reported to philips that the battery can not be charged. The device was in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp replaced the battery to resolve the reported issue. The battery was charged for one hour and it was confirmed that the device passed testing.